Event description:
It was reported that during a rotator cuff repair surgery, 3.8mm straight awl and 4.5mm twinfix ultra tap were used, when tried to implant the screw, it fractured. The broken parts were removed from the patient. No patient injuries were reported.

Manufacturer narrative:
The anchor has broken at the suture eyelet. The anchor is also pulled away slightly from the inserter. One of inserter tines is broken off the other is bent over 90 degrees. The broken tine was not returned. The condition of the device indicates axial alignment was not maintained during insertion. This investigation could not identify any evidence of product contribution to the reported complaint. A device history record review was performed which confirmed no abnormalities were reported with this lot during manufacture. Use error could have been a contributing factor to the event.